Manufacturer narrative:
Results of investigation: carefusion failure analysis lab technician was unable to verify the customer's reported issue. The unit was left to ventilate for 89 hours without fault. The unit passed all testing and met all carefusion manufacturer specifications. The evens do not show the reported faults and the unit operated without fault.

Manufacturer narrative:
(B)(4). A return materials authorization has been provided to the customer but the device has not been received at this time by carefusion. If the device is returned, then a supplemental report will be submitted after an investigation is completed.

Event description:
The customer reported that their vela ventilator displayed a transducer fault alarm, vent inop alarm, and fan failure alarm. The device had passed 24 hours of testing and was being set up prior to patient use when the reported alarm conditions occurred. There was no patient involvement associated with the reported event.